Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc. Guide catheter: hyperion. The device was not returned for evaluation. It should be noted coronary dilatation catheters, mini trek ii instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and heavy calcification that was 99% stenosed. Resistance was not felt during advancement of the 1.20 mm x 6mm mini trek ii balloon dilatation catheter (bdc) through the lesion for pre-dilatation and it crossed successfully. The balloon ruptured during the first inflation at 7 atmospheres. It was stated that air was aspirated from the device while it was inside the anatomy. A replacement non-abbott bdc was used and the procedure was successfully completed after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.